Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 300cm pt2 guide wire was selected to cross the lesion. However, the tip of the guidewire was loose inside the patient.

Manufacturer narrative:
Device lot number, device expiration date, device manufactured date updated. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 300cm pt guide wire was selected to cross the lesion. However, the tip of the guidewire was loose inside the patient.